Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the information provided by the customer. Since the product associated with the complaint was not returned, a review of in-house testing date was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further analysis will be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
"Caller alleged discrepant results compared with the poc meter. Results as follows:" date: (B)(6) 2014; inratio: 1.3; poc meter: 2.0. Therapeutic range: 2-3. Nurse tested on phone; used a strip from the same box as the strip used for the first test; the correct strip code popped up (did not have to change it); received an inratio = 2.1. Nurse then said she was not 100 percent sure about the technique on the first test and she is not questioning the accuracy of this inratio = 2.1 result.